Event description:
This distribution reported that an official investigation into the death of a pt associated with this unit and another bird ventilator at a hospice. The info that has been provided to the MFR is as follows: this unit was being used to treat a 64 year old female when this unit allegedly failed (unspecified failure). A back-up ventilator was brought in, but allegedly did not deliver any flow. Attempts at resuscitating this pt failed.